Event description:
It was reported that the patient had been experiencing withdrawal symptoms since the last three weeks. Symptoms included pain, vomiting and hallucinations. Patient was seen in the ER and received "some dilaudid" and was redirected to see his primary care physician. In addition, the pump was alarming due to zero ml reservoir volume, confirmed by telemetry. Patient had financial concerns, and was dismissed from the refill office on (B)(6) 2011, however on (B)(6) 2011, it was stated that the md decreased the dose of the pump medication; typically patient had refills once a month. It was also added that patient "never had therapeutic effect." Drugs delivered via the pump were morphine and clonidine.

Event description:
Additional information later reported the patient was last seen by the managing hcp on (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted on: (B)(6) 2008, explanted on: unk.

Event description:
Additional information reported the patient never had therapeutic effect. It was stated the morphine had not worked come 3 years in (B)(6). It was noted the pump worked, but the patient still had pain, so they were taking oral medications. It was reported the patient increased every month because their immune system got used to it. It was reported the patient had gone through withdrawal for 6 weeks in (B)(6) 2011.

Event description:
Additional information received reported that the patient wanted the pump alarm silenced and the device removed as she had not used the pump and was dismissed by her physician in 2011. Additional information received later that same day reported that an alarm was heard and confirmed by telemetry. The pump had been empty for two years and the patient did not want it any more, they just wanted the alarms to stop. Pump had been alarming since (B)(6) 2011. The reservoir showed empty. The pump was turned off after healthcare provider signed the form. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the patient wanted the pump shut off permanently and would eventually have the pump removed.

Manufacturer narrative:
(B)(4).